Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 09, malf code 16, and malf code 12 issues were verified, but the diabetes management-hospitalization issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the customer was hospitalized on (B)(6) 2025; details and nature of hospitalization were not provided as the customer declined to provide further information regarding the event. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.